Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours on the leg. Symptoms reported include kidney pain and high ketones of 2.7. The patient was treated with manual injections and was released after 6 hours. A new pod was applied. The old pod was discarded.